Event description:
It was reported that there was a cgm error, specifically error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the error code did not appear again. The customer successfully started their sensor session.